Event description:
(B)(4). After hysterectomy I continue to struggle with body aches, fatigue, restless leg, insomnia and skin issues. All were not present before essure. I continue to seek tests and doctors to figure out what to do.